Event description:
Complaint reported - brake caster would lock and hold but caster would rotate if pushed on side. No injury alleged.

Manufacturer narrative:
Technician found the brake caster would lock and hold but, caster would rotate if pushed on side. Replaced caster to resolve this issue. Bed located on 1st floor.